Event description:
Add'l info rec'd from user facility 1/26/2000: hosp has not received the final post explant device investigation report from the MFR.

Event description:
A pt with a left ventricular assist system (electric) collapsed suddenly while sitting up in a chair eating breakfast. No lvas alarms sounded when the pt collapsed, but the nursing staff responded immediately. Attempts to operate the implanted pump with the emergency hand pump failed to provide evidence of improved blood flow. The pt's chest was reopened to allow direct heart massage. With the chest open, the lvad output graft was checked for any pulsation indicating flow out of the device; no pulsation was felt. The pt could not be revived, and the lvad was explanted. During the MFR's device investigation, which co representative observed, it was noted that the pump's diaphragm and pusher plate were in an abnormal position, i.e., the full systolic position. Other system components tested (controller, vent line, valves, and motor components), reportedly operated within MFR's specs according to preliminary testing.